Event description:
It was identified that the patient left side rail would not latch due to a broken/damaged side rail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.